Event description:
The customer reported that he was hospitalized with blood glucose levels less than 70 mg/dl. The customer stated that his blood glucose levels just kept dropping that day, and he doesn't remember what happened. He stated that his wife called the paramedics, and he was given glucose through an IV. About an hour later, his wife suspended the insulin pump delivery, but his blood glucose levels continued to drop. When he got to the hospital, he was told to remove the insulin pump because it was not working. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The insulin pump was not exposed to high magnetic fields. The customer stated that his doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.